Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent capture, 1849 ohms impedance, oversensing, noise, an insulation anomaly, clavicular crush, and lead fracture.